Event description:
Received user facility medwatch form indicating "the patient underwent a third order celiac artery catheterization and angiography, splenic artery distal and embolization of the splenic artery. Hemostasis was attempted using a starclose device which was introduced easily into position. However, it's number three step jammed and the release mechanism could not function. The device was removed and hemostasis was achieved using manual compression. Subsequently, the distal pulse was lost d/t and a left femoral artery injury occurred. This required surgical exploration and dissection of the left femoral artery. The patient received a saphenous vein graft, popliteal fossa exploration and thrombectomy. The dissection occurred at the time of the puncture or was most likely due to the malfunctioned starclose device." Additional information received, clarified that the deployment of the thumb advancer (step #3) was not completed and it appeared as if the sheath came "off track". An attempt was made to deploy the clip. As the device was difficult to remove, one side of the access ports was used unsuccessfully and the device was pulled out. During surgery, the clip was found in the fascia. The dissection occurred in the mid portion of the posterior wall of the left femoral artery, and a thrombus was found in the intimal flap of the posterior wall of the left femoral artery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device detected a partially deployed, safety release activated device with a fully distally advanced thumb advancer/delivery tube set, fully slit undamaged sheath and vessel locator retracted into the distal end of the delivery tube. The clip was not loaded on the carrier tube or returned with the device. The movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going. The physician was reported to be untrained in the use of the starclose se device. As per the instructions for use (IFU), the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc. A review of the lot history record for this lot did not produce any findings relevant to the investigation and there were no non-conforming material reports generated against this lot.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect use of access ports. (B)(4). The customer reported the device was not returning. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.